Event description:
It was reported that a dissection occurred. The patient presented with a chronic total occlusion of the right coronary artery. The target lesion was located in the right coronary artery. After a 6f jr 3.5 non-boston scientific (bsc) guide catheter was engaged, a non-bsc guidewire and a non-bsc microcatheter were used to cross the lesion. During procedure, the previous non-bsc guidewire was then exchanged for another non-bsc guidewire. A 2.50 x 15 mm nc quantum apex balloon catheter was used to prepare the lesion. A 2.50 x 20 mm synergy xd drug-eluting stent (des) was placed distally and deployed at 11 atmospheres (atm). Then, another 3.50 x 38 mm synergy xd des was deployed proximally using an overlapping technique at 11 atm. However, a post-procedure shoot revealed a distal dissection of the synergy 2.50 x 20 mm des. Subsequently, a 2.50 x 38 mm synergy xd des was used to cover the distal dissection and the adjoining plaque. The procedure was completed, and no patient complications were reported.

Event description:
It was reported that a dissection occurred. The patient presented with a chronic total occlusion of the right coronary artery. After a 6f jr 3.5 non-boston scientific (bsc) guide catheter was engaged, a non-bsc guidewire and a non-bsc microcatheter were used to cross the lesion. During procedure, the previous non-bsc guidewire was then exchanged for another non-bsc guidewire. A 2.50 x 15 mm nc quantum apex balloon catheter was used to prepare the lesion. A 2.50 x 20 mm synergy xd drug-eluting stent (des) was placed distally and deployed at 11 atmospheres (atm). Then, another 3.50 x 38 mm synergy xd des was deployed proximally using an overlapping technique at 11 atm. However, a post-procedure shoot revealed a distal dissection of the synergy 2.50 x 20 mm des. Subsequently, a 2.50 x 38 mm synergy xd des was used to cover the distal dissection and the adjoining plaque. The procedure was completed, and no patient complications were reported. It was further reported that the target lesion was 80% stenosed, moderately tortuous, and moderately calcified. The stent was not post-dilated with any balloon, and the cause of the dissection was the vessel's anatomy. Additionally, the dissection was minor and flow-limiting, graded as d. The patient was discharged and was doing well hemodynamically.

Manufacturer narrative:
B5. Describe event or problem updated.